Event description:
I use a tandem t:slim x2 insulin pump with integrated dexcom g6 cgm. The product is made jointly by two companies: tandem diabetes and dexcom. A problem repeatedly arises when I have a technical problem with the integrated cgm and have to call tech support. Both companies have tech support numbers, but whenever I call one, the support technician nearly always says I have to call the other company's tech support instead, causing me to be passed between the two companies like a hot potato with neither wanting to take responsibility to resolving the technical problem. This can result in very long periods of time languishing on hold waiting to speak to a technician who will, in all probability, tell me to call the other company again. The result of all this is inadequate and unreliable tech support for the product they jointly produce. FDA safety report ID# (B)(4).